Manufacturer narrative:
The albumin reagent lot number was 841293 the total protein reagent lot number was 872539. The expiration dates were not provided. The field service engineer found holes in the tubing on the rinse station. He replaced the tubing and checked all rinse stations for movement. He checked the gear head pump pressure, wash levels, washing of probes, and probe adjustments. No other issues were found. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. Patient 1 initial albumin result was 177 g/l, and the repeat result was 25 g/l. Patient 2 initial albumin result was 142 g/l, and the repeat result was 36.8 g/l. On (B)(6) 2025, patient 3 initial total protein result was 93.9 g/l, and the repeat result was 72 g/l. The erroneous results were not reported outside of the laboratory.